Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Had a lot of problems with contraception. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscular pain"), fatigue ("chronic fatigue / as soon as she came back from work, she collapsed in the couch"), loss of personal independence in daily activities ("she almost could not go up and down anymore the stairs") and depression ("depression"). The patient was treated with surgery (essure removal in 2018, and fallopian tubes and a part of her uterus were removed). Essure was removed in 2018. At the time of the report, the menorrhagia, arthralgia, myalgia, fatigue, loss of personal independence in daily activities and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fatigue, loss of personal independence in daily activities, menorrhagia and myalgia with essure. The reporter commented: she experienced the events six months after the placement of essure. It was also reported that four month after essure removal, the patient restarted working. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the other is not possible. Amendment: the report was amended on (B)(6) 2018 for the following reason: after an internal company review the dsil was updated. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of menorrhagia ("hemorrhagic menstruations") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and parity 4. She had a lot of problems with contraception. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscular pain"), fatigue ("chronic fatigue / as soon as she came back from work, she collapsed in the couch"), loss of personal independence in daily activities ("she almost could not go up and down anymore the stairs") and depression ("depression"). The patient was treated with surgery (essure removal in 2018, and fallopian tubes and a part of her uterus were removed). Essure was removed in 2018. At the time of the report, the menorrhagia, arthralgia, myalgia, fatigue, loss of personal independence in daily activities and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fatigue, loss of personal independence in daily activities, menorrhagia and myalgia with essure. The reporter commented: she experienced the events six months after the placement of essure. It was also reported that four month after essure removal, the patient restarted working. Further company follow-up with the other is not possible. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.